Event description:
It is reported that the patient underwent an arthroscopy 30 months after implantation where corrosion was noted. The patient was revised approximately 3 months later.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: a photo of the stem's trunnion during revision shows corrosion debris below the trunnion. X-rays were not available. The component fit and orientation per the surgical technique is unknown. The devices have not been returned, so their exact conditions are unknown. The component compatibility is unknown. In general patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a definitive root cause cannot be determined. Evaluation codes - review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.